Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 33.4 ml, rate 2.1 ml/hr, given 63.65 ml. Unknown if air in line, patient not affected. No further information available.